Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 420mg/dl. The caller was treated with an insulin drip. The customer stated that she was too nauseous. Troubleshooting was declined as she requested having the insulin pump replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.